Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. Labeling review finds the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The caregiver (cg) said that they set up the hc earlier then fell asleep before connecting the home patient (hp). The cg connected the hp and the alarm occurred. The technical service representative (tsr) assisted to end therapy and advised to let the nurse know about the alarm. Product surveillance contacted the nurse on 04/11/2011. According to the nurse, the patient did not have any complications due to this event. The patient resumed therapy with no issues. There was no patient injury or medical intervention associated with this event. No further information is available.